Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: customer returned photos of a bd safe clip from lot # 5208371. Customer states that the needle cutter has lost its edge since it is difficult to cut the needle and has to put a lot of pressure. The attached photos were examined and exhibited a sample that appears to be heavily used with material in an around the cutting hole. This can occur during normal use of the product and the sample shown is most likely full. According with the DHR review information above, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as a manufacturing issue as the sample has been heavily used and is most likely full. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: this can occur during normal use of the product and the sample shown is most likely full. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle clipping device safe clip "lost its edge" and it was difficult to cut through needles during use, needing to apply "a lot of pressure" to do so. The following information was provided by the initial reporter, translated from spanish to english: "in communication with the hostess, she states that since (B)(6) 2020 (date not exact), the needle cutter has lost its edge since it is difficult to cut the needle and has to put a lot of pressure."